Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's trouble with charging was just that the patient was charging 3-4 hours a day because of the patient's high dose programming. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient was having trouble charging her device. The patient's ins was replaced with a newer model for faster charge time. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.